Event description:
The customer reported weakly false positive reactions of n negative cells from their cell panel of a competitor with seraclone anti-n art. -no. (B)(4), lot 1934140. The customer uses the cell panel as control cells. The customer has sent us vials of the complained lot of reagent and the affected cell panel of the competitor. The testing of the quality control laboratory confirmed the false positive reactions of customer.

Manufacturer narrative:
(B)(4).